Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. DHR review was completed and the device fulfilled all requirements prior to release.

Event description:
A case of cardiac tamponade was reported in a procedure where the nrg transseptal needle was used. The tamponade was observed by pulmonary venography and a decrease in blood pressure. The patient's condition was stabilized after pericardiocentesis was performed and the patient was transferred to the ICU. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.